Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failure was due to missing magnet from the latch. A field service engineer replaced the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawers did not open, preventing user from removing the required medication for a patient and causing delays. There were no adverse events or injuries reported based on this event.